Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing a stabbing pain at the right leg after the trial procedure. Magnetic resonance imaging (MRI) revealed normal findings.

Manufacturer narrative:
Additional information was received that the patient underwent an early lead pull procedure per physicians preference.

Event description:
A report was received that the patient was experiencing a stabbing pain at the right leg after the trial procedure. Magnetic resonance imaging (MRI) revealed normal findings.